Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned. All available x-rays were reviewed, complaint is confirmed. A fracture can be observed at the body of the stem. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
Revision total hip replacement broken c stem femoral component. The patient had bilateral c stem total hip replacement is the mid 1990s with dr using c stem, 28mm head duraloc acetalbular component and hylamer polyethylene liner. (Hylamer was the subject of a hazard alert in the past). The hylamer liner was revised in 2008 and a marathon polyethylene liner was implanted with the appropriate duraloac locking ring. Doi: unk, dor: (B)(6) 2022, unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating that "only one side was associated with a fractured with femoral component. Unsure regarding a fall, the surgeon just mentioned the stem had fractured and no mention of a fall. There was no dps staff present at the revision surgery. "